Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The probable cause is that foreign matter was clogging the nozzle, causing a reduction in the amount of air and water being pumped. The legal manufacturer confirmed reprocessing was conducted in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the nozzle. There was no patient involvement.